Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 523 mg/dl without signs or symptoms of hyperglycemia. It was reported the patient was hospitalized and received unknown treatment and was 25 weeks pregnant. It was reported that the pump¿s settings were not recently changed by a healthcare provider. It was reported the pump experienced an intermittent power issue that day; it was reported the battery compartment was cracked and the battery cap threads were damaged. It was reported the battery cap was never changed. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the black box indicated several reboots had occurred following a ¿replace battery¿ alarm on (B)(6) 2017 at 20:12; deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped. There was no evidence of any moisture or corrosion in the battery compartment. The returned battery cap was unable to secure to the pump and could not maintain electrical connection; power loss was duplicated. A test battery cap was able to secure properly and maintain electrical connection. The pump powered on normally with the test cap and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.